Event description:
It was reported that the patient's implantable cardioverter defibrillator's received an error message due to detection of erroneous programmed parameters. No intervention was performed. There were no patient consequences.